Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 that the xhibit central station developed display issues resulting in a loss of monitoring for 40 telemetry patients. No injury was reported with this event.

Manufacturer narrative:
The spacelabs field service engineer was dispatched to the customer site for further analysis of the reported issue. Investigative findings determined the xhibit central station experienced performance issues. The xhibit central station was restarted. The field service engineer reports the xhibit central station is functioning according to spacelabs¿ specifications. This report is complete and this particular issue is considered closed.